Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: power base unit (battery charger portion).specific component(s) involved: other component malfunction, specify.additional text:other component: pbu, nos.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : "pbu was repaired per thoratec" (B)(4) 2009 visit note.implant device type: lvad.